Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with a banana and soda. The customer stated that their insulin pump had cracks after the device fell to the floor while doing yard work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.